Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. Investigation: unknown if the reported death is directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging death. Hospital and medical records have not been provided."